Event description:
The reservoir was leaking. Customer stated their bg started to elevate and that's when they discovered bubbles forming a the o-rings and moisture at the back of the reservoir. Customer said that has happened several times in the last couple of weeks. Packaging to return affected units were sent.